Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910. The device which was involved in the incident was not sent back for investigation. According to the customer, the over infusion was caused by a wrong handling of the device. Therefore, the defect could not be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
According to the event description: infusion started on (B)(6) 2025, 1815 hours. Staff administered fentanyl using the fentanyl infusion mode from the ICU drug library, which contains fentanyl 500 milligrams (mg) in 50 milliliters (mls). Infusion rate was set at 0.5 milliliters an hour (mls/hr). However, ordered concentration for the fentanyl was 500 milligrams (mg) in 10 milliliters (mls), to be infused at 0.3 milliliters an hour (mls/hr). Infusion was supposed to be done with drug library with palliative medication. Staff accessed the intensive care unite (ICU) drug library and selected "fentanyl 500mg/50mls" concentration, manually setting the rate since the s/c fentanyl infusion does not have the bi-directional communication with the pump.